Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their primary care physician for a routine visit and reported the s-ICD device incision was draining seropurulent fluid since having staples removed a few days prior. The patient was still on antibiotics and reported leaving the wound open during the day. Labs were taken showing wound cellulitis. Two days later, the patient was seen in the cardiology department for a wound check. It was reported that the physician opened the s-ICD incision, cleaned it out, and modified the pocket of skin around the device. No further testing or intervention was performed and the issue was considered resolved. No additional adverse patient effects were reported. The device remains implanted and in service. Additional information was received, indicating the cause of the event was wound dehiscence.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their primary care physician for a routine visit and reported the s-ICD device incision was draining seropurulent fluid since having staples removed a few days prior. The patient was still on antibiotics and reported leaving the wound open during the day. Labs were taken showing wound cellulitis. Two days later, the patient was seen in the cardiology department for a wound check. It was reported that the physician opened the s-ICD incision, cleaned it out, and modified the pocket of skin around the device. No further testing or intervention was performed and the issue was considered resolved. No additional adverse patient effects were reported. The device remains implanted and in service.